Event description:
Boston scientific received information that the patient with this pacemaker noted increased heart rate with bending over or moving arms. Also, notes rapid heart rate with fluttering feeling several times a day. Boston scientific technical services (ts) reviewed potential reasons for palpitations. The device's minute ventilation activity sensor was adjusted less aggressive. Additionally, other potential reasons for palpitations and increased heart rate discussed. Further testing noted the patient was symptomatic with right ventricular (rv) lead automatic threshold testing. The health care professional (hcp) was going to turn off this daily trend so the test would not be performed. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.